Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient reports a scrolling green battery light on the recharger. Patient states they had to do a hard reset last night and ever since then has had the scrolling green battery light and the power button will not turn on. Agent suggested patient replace the recharger with a new one. An email was sent to the repair department. Agent reviewed unboxing information, and suggested the patient call back if they needed assistance with unboxing or anything else. Additional information was received from the patient. They reported that the replacement recharger was not charging. Patient tried 2 outlets. The green light was on the dock but when the recharger was placed on the dock no lights came on. Reopened and reassigned case to email repair.

Manufacturer narrative:
Continuation of d10: product ID cd9000 lot# serial# (B)(6). Product type multiple therapy product ID wr9220 serial#: (B)(6) product type recharger product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.